Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. The console logs from the reported day of event are consistent with complaint and show that console presented with system self-check failure, due to permanent loss of communication to one of its internal components. The console was inspected and corrosion on power battery manager (pbm) affecting pbm1 serial communication, was found near supercaps c69, c70. The cause of the aic issue was contamination. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2025-25394. H5 was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25394. H8 was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25394.

Event description:
A complainant reported during booting process the automated impella controller restarted several times and showed at the end the message that there occurred a failure during booting. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.